Event description:
Surgeon reported this patient to have a superficial skin reaction to a ethicon 2-0 vicryl suture. Patient required readmission and additional procedure (irrigation and debridement of the incision). Procedure performed on (B)(6) 2022. Rp2a.